Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failing and could not be recovered. The customer had attempted to recover the drawer, but an error message appeared on the screen stating, requires maintenance, please contact technical support. The customer mentioned that she had switched off the station, unplugged the power cord, waited for a couple of minutes, and then plugged the power cord back in and turned the station on again, but they were still unable to recover the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer controller board was faulty. A field service engineer replaced rear drawer card to resolve the issue. The system functioned as intended after the field service engineer repaired the device.